Manufacturer narrative:
Date of event: (B)(6). Date of report: 26aug2019.

Event description:
The caller reported that the unit was alarming blower temperature high. There was no patient involvement.

Manufacturer narrative:
MFR rec¿d date 25sep2019 . Date of report rec¿d 27sep2019. The customer reviewed the significant event logs and no error codes could be found. The customer reported that the filters were normal and the fan was operational. The customer requested that the case be closed. No further information available. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.